Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this left ventricular (lv) lead dislodged. Surgical intervention was performed but the patient's vessels were occluded and the procedure was halted. The lead remains implanted but electrically deactivated. No additional adverse patient effects were reported.